Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was bent in multiple locations throughout its length. The embolization coil was partially hanging out of the distal end of the introducer sheath, detached from the pusher assembly, and damaged throughout its length. The proximal constraint sphere was inside the distal detachment tip (ddt), and the stretch resistant (sr) wire was fractured. Conclusions: evaluation of the returned devices revealed that the embolization coils were detached from their pusher assemblies, and their stretch resistant (sr) wires were fractured. If a ruby coil is forcefully withdrawn against resistance, the sr wire may fracture, which would allow the embolization coil to detach. Further evaluation revealed both pusher assemblies and both embolization coils were damaged. This type of damage typically occurs due to forceful manipulation of the ruby coil against resistance. The damage found on the pusher assemblies may also have occurred during packaging for return. Since the embolization coils were detached and the ruby coils were severely damaged, functional analysis of the ruby coils could not be completed. However, the failed functional testing of the non-penumbra microcatheter suggests that it was dimensionally incompatible with the ruby coils. Further evaluation of the non-penumbra microcatheter revealed it was bent in multiple locations throughout its length. If a ruby coil is used with a damaged microcatheter, the user may experience resistance upon attempting to advance the ruby coil. Ruby coils are 100% functionally and visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00272.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician was unable to advance two ruby coils through another manufacturer's microcatheter and they were both removed. The procedure was completed using new ruby coils and another manufacturer's coils. There was no report of an adverse effect to the patient.